Event description:
Patient was revised to address tibial loosening, poly wear of the insert, and osteolysis.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records was not provided. Although the cause of the loosening is unknown, it would not be unreasonable to expect some degree of poly material wear after approximately 13 years of implantation. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.